Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed and de novo lesion was located in the severely calcified and moderately tortuous vein in the upper arm. Upon treatment with the 40mm x 7.0mm sterling balloon dilatation catheter, the balloon ruptured at 10atms on the first inflation. The balloon catheter was removed intact without incident. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4)